Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 577 mg/dl. The customer's blood glucose went down to 510 mg/dl and then 484 mg/dl. The customer's current blood glucose was 504 mg/dl. The customer stated that the pump delivery stopped and she cleared it. The customer stated that the pump alarmed no delivery. The customer was able to clear the alarm. The product was/was not returned for analysis.